Event description:
It was reported that the catheter was "disconnected" from the pump and that the intrathecal catheter was not in the spine. The patient experienced a "slight slip" in the shower. The patient had recently relocated and planned to follow-up with hcp's office for revision of the catheter. The patient was described as "nervous" about this issue; no other symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results used for catheter.